Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48136. It was reported that the patient lost stimulation from both systems after receiving a "replace generator" message. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein both ipgs were explanted and replaced. Issue resolved.